Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, bleeding, infections, urinary problems, mesh erosion, mesh exposure, extrusion or protrusion, dyspareunia, bowel problems, vaginal scaring/shrinkage, recurrent pelvic organ prolapse and stress urinary incontinence as results of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number oml0000228 could not be matched to the reported device. Therefore, the lot expiration and device manufactured dates are unknown at this time.